Event description:
It was later reported the patient underwent a full revision. It was noted a new generator was opened and attached to the existing lead and high impedance was still observed. After the lead was explanted and the new generator and new lead were implanted, the device diagnostics were within normal limits. The devices have not been returned to the manufacturer for analysis to date.

Event description:
It was reported the patient was referred for "exploration surgery"; due to high impedance which was observed on the vns. Clinic notes also stated it was unknown whether or not the seizures were due to the high impedance. However, it was not clarified if the patient had actually experienced an increase in seizures. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.